Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple low battery warnings; however, no evidence of excessive battery usage was observed. The battery compartment was intact with no damage or evidence of moisture ingress. A battery cap was not returned with the pump. A test cap was used for further investigation. The test battery cap fully secured to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was observed. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was lasting two weeks, which was shorter than expected. The reporter allegedly used lithium batteries and received alarms related to the battery life every two weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.